Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow and down arrow keypad buttons were very hard to press and hypersensitive. It was noted the keypad button symbols were worn. The keypad was reportedly intact. The patient reportedly wore the pump in a pump skin and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 device evaluation submitted (B)(4) 2012: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the down key intermittently responds when pressed. The keypad was intact: emblems were found to be worn. To further investigate the complaint the keypad was removed; contamination was found under the up, down, and ok key contacts.